Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit's touchscreen was not working and they sent unit in for repair. They were beginning surgery and discovered touch screen did not work and then smelled smoke. When a smoke smell was observed, the battery was removed. The surgery was postponed to around 15 minutes while they switched to a manual tourniquet. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the unit's touchscreen was not working. They were beginning surgery and discovered that the touch screen did not work and then they smelled smoke. On (B)(6) 2018, it was clarified that the issue occurred at the start of the surgery. The hoses that were used in the reported event were not altered in any way. The reported failure did not occur doing a pediatric case. Regular adult size cuff was used during the surgical procedure. No harm/injury to the patient or operator. They switched to a manual tourniquet. The surgery was postponed to around 15 minutes while they switched and prepped. The customer returned an a.t.s. 2200ts tourniquet device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2200ts tourniquet was documented in the repair reports. Initial qa inspection of the a.t.s. 2200ts tourniquet on (B)(6) 2018 revealed that the display was loose from the front housing. The ribbon cable and harnesses were torn and loose. The battery was missing and a component on the main printed circuit board (pcb) was burned and damaged. Repair of the a.t.s. 2200ts tourniquet was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the central processing unit (cpu) board, battery, power switch, alarm silence assembly and software upgrade. A.t.s. 2200ts tourniquet was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the display was loose from the front housing. The ribbon cable and harnesses were torn and loose. The pcb was burned and damaged. The root cause of the touchscreen not working was due to the damaged ribbon cable and harnesses which were torn and loose. The service technician confirmed the reported event during initial inspection when she found the torn and loose ribbon cable and harness. These damaged components would prevent the screen from properly sending and receiving signals to the main control board, inhibiting the functionality of the device. The root cause of the smoke smell was due to the pcb being burnt and damaged. The service technician confirmed the event during evaluation when he found the burned control board. The issue was resolved with the replacement of the central processing unit (cpu) board, battery, power switch, alarm silence assembly and software upgrade. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.